Event description:
It was reported that md called the hot line for advice on removal of an entrapped balloon with only 10 cm of bladder out of insertion site. The intra-aortic balloon (iab) was placed sheathless on june 29th by md who tried to remove it. Md reported she could not get iab to move forward, or back & it would also not turn. Clinical on call stated her only option was a cutdown. Sales representative followed up with chief perfusionist who stated pt was taken to operating room for a cutdown procedure. Approximately 2 to 3 inches of balloon was inside vessel & they performed surgery entering through groin area. Procedure was 4 hour surgery; graft & embolectomy had to be performed. Pt was moved to intensive care unit and was stable.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.